Manufacturer narrative:
The customer states that both devices (sara stedy and carino) were functioning properly. Process of analyzing information is ongoing. Additional information will be provided upon investigation conclusion. As the device serial number is not available, the UDI could not be provided.

Event description:
Arjo was informed about an incident that occurred during a patient transfer in the shower room. During the transfer to the carino shower chair, the sara stedy floor lift was pushed firmly against the carino. While the patient was attempting to stand up, an unexpected event occurred that prevented the patient from being properly seated on the carino. As a result, the patient slid forward on the carino chair and was at risk of falling. The care staff intervened promptly and guided the patient to the floor to prevent a fall. During this maneuver, the patient's leg was positioned incorrectly, leading to a fracture. Despite the incident, the patient was eventually able to sit properly on the carino. It was confirmed that the brakes were engaged on both the sara stedy and the carino at the time of the event. Following the incident, the patient was transported by ambulance to a medical facility. X-ray examinations revealed a fracture in her left leg, and a plaster cast was applied. On the following day, an additional fracture was identified in her right leg. This report refers to the carino device. A separate report concerning the sara stedy was submitted under MDR 9681684-2025-00091.

Manufacturer narrative:
This report refers to the carino device. A separate record concerning the sara stedy was opened under (B)(4),9681684-2025-00091. The customer stated that both devices were functioning properly but was unable to retrieve their serial numbers. As a result, arjo was not able to perform an inspection. Based on the information provided, it appears that the patient was unable to sit properly in the carino chair, which led to sliding off the seat and incorrect positioning of the leg, ultimately resulting in fractures. Therefore, it is likely that the patient¿s medical condition contributed to the severity of the injuries. The instructions for use (IFU 001-12325-en rev 10) for the carino device include the following: ¿caregivers should assess each resident (...) If the resident does not meet these criteria an alternative equipment/system shall be used¿. ¿warning: to avoid falling, make sure that the patient is positioned in accordance with this IFU¿. Based on the available information, it was not possible to determine a definitive root cause of the incident. The event appears to have been an unfortunate occurrence. In summary, it has been established that both the sara stedy and carino devices were used during the patient transfer. No device malfunction was reported, and the devices were stated to be functioning within their specifications. The complaint was deemed reportable due to the patient slipping during the transfer, which resulted in a serious injury.